Event description:
My g7 dexcom receiver was failing to emit an audible alarm. I received several replacements over the years from dexcom, to no avail. Since, I noticed that a recall for the device because of a final admission of failure. The serial number for the latest device meets the list, as posted by dexcom, for the modified device. However, the modified device contains the #(B)(6), a number listed on the FDA recall list. Irrespective of this, this failure is still occurring.